Event description:
(B)(4) complaint handling unit reported the tip of a drill bit broke off for the treatment of a distal humeral. Two locking compression plates were used. The first plate was temporarily fixed with a cortex screw. The cortex screw was selected for the second screw. During tapping, the surgeon felt the bone hardness and took the trouble to tap. The tip of the tap did not go through the opposite drilled hole of bone and the tip contacted with the inner cortial bone. As a result, the drill bit broke. The surgeon decided to leave the bit in the patient due to the difficulty in removing it.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.